Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead fell into the ventricle. The physician was unsuccessful in repositioning the lead as it became stuck in the tricuspid valve. The physician surgically abandoned the lead and implanted a single chamber system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.